Event description:
Daughter of home pt (hp) reports calling baxter technical service center after noting hp was connected to homechoice machine before hp should have been, prior to prime. Hp was instructed to end treatment and restart with new supplies. Rn reports no pt injury or medical intervention required as a result of incident.